Event description:
It was reported that the patient presented to the clinic with episodes of non-sustained oversensing due to intermittent right ventricular oversensing. It was suspected that the lead integrity may have been compromised (e.g. Insulation breach and/or conductor issue), but the suspicion was not confirmed. High voltage therapy on the right ventricular lead was turned off and the pacemaker was programmed to ventricular pacing no sensing no response to sensing rate modulation. There were no reports of adverse consequences to the patient. The patient was admitted to the hospital for further evaluation.this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).